Event description:
It was reported that during the implant procedure, the physician experienced placement difficulty. It was noted that the helix had extended itself so the lead stuck while trying to advance through the vena cephalica. The lead was removed and a new lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead became extrinsically distorted due to pulling /stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix stretched and tissue visible on it. If information is provided in the future, a supplemental report will be issued.